Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this left ventricular (lv) lead was dislodged and patient had phrenic nerve stimulation on all vectors. Device reprogramming was performed which elevated the issue. The lv lead remains in service to date. No adverse patient effects were reported. Additional information received from the field that this lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was dislodged and patient had phrenic nerve stimulation on all vectors. Device reprogramming was performed which elevated the issue. The lv lead remains in service to date. No adverse patient effects were reported.